Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump alarmed an error code 10 and that they were unable to clear the alarm. They also stated that this resulted in a four hour delay. They stated that they attempted to supplement feeding with an alternate method, but that the patient was unable to tolerate it. Mmdg did follow up with the initial reporter who stated that the pump was replaced four hours later and that the patient did not experience any adverse effects due to the complaint. (B)(4).